Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was the pt had an incident yesterday and pt needed confirmation that they called for the issue was an internal shock. It was ask if they touched an electrical fence for the feeling went from their feet to their back to the base of their skull and tingling went out of both arms. The shock did not go away and the pt was afraid they went into cardiac arrect so they immediately cut off the stimulator. The pt could not speak for it grabbed ahold and would not let go, they could not speak or move. For about 6 hours after they still had tingling and it since subsided but now it felt like the tingling sensation burned. Pt called their medical office and got no answer so they got in contact with their manufacturer representative (rep) who said to cut it off and said they could come in and meet with them to see the stimulator to see what happened. The pt said they refused to turned stim on and turned it off. The pt wanted it out of the ir body since the event scared them to death. Pt was concerned this was something bigger. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID 97715 serial (B)(6) was returned for product analysis. Analysis found the device passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported that patient reported that she went outside for a walk in the yard. Patient stated that there was an underground dog fence recently installed on the property. Patient stated that while walking through the yard they experienced an electrical sensation that spanned from the top of their head, to the bottom of their feet, as well as in both arms and hands. The device was off. The sensation lasted for several days, and would not go away. Again, the implanted system was off, and not running. The patient was not wearing the electric dog collar. The patients doctor stated that this was not from the stimulator and that they didn¿t know what they were feeling/experiencing. Full system interrogation was completed. All contacts were showing to be within specification. Impedances were all within range. The device was off, and the patient did not want to turn it on to check the system for any sensation it may cause. Rep found nothing to link the episode to the device. The patient refused to let rep turn the system on to check for any possible sensation. At this time the patient wanted no further interventions. The managing doctor stated that this was not from the stimulator and encouraged other tests to see what could have caused this. The patient wanted no further assistance or test and advised they would think about using their system again at a later time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The system was removed due to the previous reported issues and they were afraid to use it. The patient recovered without sequela.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.